Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the right atrial (ra) lead also exhibited noise oversensing. The physician elected to cap and replace the ra lead on (B)(6) 2025. The patient condition was stable before, during, and after the procedure.

Event description:
Related manufacturer reference number: 2017865-2025-11016. It was reported that the patient presented in clinic for follow up. Myopotentials oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead and implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.